Event description:
User facility medwatch report mw5160929 received that states "the viabahn stent is no longer occluded with a previously placed vsd occluder within the stent causing severe paravalvular leak (pvl) throughout the stent. There is no indication that an edwards device caused or contributed to the pvl. Devices-gore viabahn stent and amplatz vascular plug. Reference report mw5160928. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." It was reported that on an unknown date, an amplatzer vsd occluder was implanted within a non-abbott peripheral arterial stent. On a later date, it was discovered that the occluder was no longer within the stent, which caused a severe paravalvular leak throughout the stent.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Medwatch report #mw5160929.

Manufacturer narrative:
An event of migration or expulsion of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. Without lot/serial number, device history record and lot specific similar complaint review cannot be reviewed. Based on the information received, the reported migration or expulsion of device could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. D4: the UDI number is not known as the part and lot number were not provided. Attachment medwatch report #mw5160929.